Event description:
Patient presented to the physician complaining of lack of efficacy. CT scan was performed and the distal tip of the sensor was believed to have migrated. The patient was brought in for surgery and the distal sensor tip was removed using thoracoscopy on (B)(6) 2021. The physician performed a 2nd surgery on (B)(6) 2021 to remove the remainder of the sense lead and replace it with a new lead.